Event description:
The report received from the affiliate indicated that during a balloon angioplasty procedure, the physician was not able to deflate the aviator plus .014 7.0x40 142cm balloon catheter (bc). The deflation difficulty resulted in brain hypoxia and lower extremity weakness/lack of strength. Additional information received indicated: the patient's medical history included high blood pressure. The target lesion was the left carotid artery. The lesion was reported to be: an 80% stenosis, not calcified or tortuous, and not a chronic total occlusion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, vessel, or guiding catheter. An abbott inflation device was used for the procedure and the same inflation device was used with other devices. There was no reported difficulty crossing the lesion and the lesion was not at an acute bend. The balloon inflated normally with no balloon burst or shaft burst noted. The physician used a syringe to finally deflate the balloon. The product was successfully removed from the patient and was intact. The patient was reported to be in good condition at this time. No additional information or films are available.

Event description:
The report received from the affiliate indicated that during a balloon angioplasty procedure, the physician was not able to deflate the (B)(4) fire star 2.0 x 15 mm. Balloon catheter (bc). The deflation difficulty resulted in brain hypoxia and lower extremity weakness/lack of strength. Additional information has been requested.

Manufacturer narrative:
The correct product reported for this file is an aviator plus .014 7.0x40 142cm catalog #4247040w with an unknown lot number. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a balloon angioplasty procedure, the physician was not able to deflate the aviator plus .014 7.0x40 142cm balloon catheter. The deflation difficulty resulted in brain hypoxia and lower extremity weakness/lack of strength. The patient's medical history included high blood pressure. The target lesion was the left carotid artery, described as 80% stenosed and not calcified or tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, vessel, or guiding catheter. An abbott inflation device was used for the procedure and the same inflation device was used with other devices. There was no reported difficulty crossing the lesion and the lesion was not at an acute bend. The balloon inflated normally with no balloon burst or shaft burst noted. The physician used a syringe to finally deflate the balloon. The product was successfully removed from the patient and was intact. No additional information or films are available. The patient was reported to be in good condition at this time and the device was returned for evaluation. Fal: one non sterile catheter aviator plus .014 7.0x40 142cm was received coiled inside a plastic bag. The balloon was inflated and deflated. Two kinks were noted at 13.6 cm and 54 cm from distal end. No other damages were noted. A functional test was performed; the balloon was inflated to 10 atms (nominal) and deflated. The deflation time was found within specification. Specification time < 40 seconds, actual deflation time: 6.50 seconds. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon/deflation difficulty was not confirmed through failure analysis as the balloon was inflated and deflated within the time frame allowed in the specification. With the information provided it is not possible to determine what factors may have contributed to the reported event. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information was received including the correct product lot number. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.